Event description:
It was reported that this right ventricular (rv) lead presented high out of range shock impedance measurements greater than 125 ohms, with the current measurements within range. Technical services (ts) discussed the recorded episodes and how device alerts are generated. Ts advised for continuing monitoring and a follow up if shock impedance is measured out of range once again. This rv lead remains in service. No adverse patient effects were reported.